Manufacturer narrative:
(B)(4). Device initially reported as a malfunction. Device was returned for evaluation and the observed damage of stripping does not constitute a reportable event. As such, this event is now considered to be a non-reportable malfunction.¿

Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that x2 verse x25 tighteners burred during a procedure. There was no delay and the procedure was successfully completed. This complaint involves two (2) devices. This report is 1 of 2 for (B)(4).